Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that while the patient was wearing the pod for approximately 5 to 24 hours, a blood glucose reading displayed ¿high¿ (greater than 400 mg/dl or 22.2 mmol/l). She stated that the pod appeared to stop insulin delivery without any errors or alerts prompting removal. Upon removing the pod, the mother observed that the cannula was not properly seated at the infusion site and appeared to be kinked. As treatment, a new pod was applied.